Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with battery cap damaged (loose contact), cracked case on battery side, broken battery tube threads, missing display window/cover, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack at the battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.